Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device had no power. A field service engineer (fse) had isolated the issue to the half height auxiliary drawer 1 to 4. The fse further isolated it and found lower than normal ohms on the 5v drawer board for 4.1. The fse replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device had no power and black screen. User mentioned that he checked all the cables and everything was plugged in and remote smart service was showing that the station was offline. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.